Event description:
Strykeflow ii suction/irrigator catalog # 250-070-500, lot# 08359fg2. During surgical procedure, dark fluid began to drip dark fluid, then sprayed dark fluid on tech's chin and chest. Device was sequestered and examined and the lower cup and battery housing was full of brown fluid. Some battery contacts appear corroded. This was a single use item just removed from a sealed package. The source of the fluid could not be determined. Dates of use: single use: 2009. Diagnosis or reason for use: laparoscopic cholecystectomy. Event abated after use stopped or dose reduced? Yes.